Event description:
During a shoulder arthroscopy using a 30 degree optic, after utilizing a full radius blade, 5.5mm dspl. Ep-1, it was reported that a lot of metallic residue were visible due to the blade shedding. It is unknown if all residue was removed. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: six blades were evaluated for the cause of shedding. Blades exhibited some friction associated with a protrusion at the tip radius transition. A rework has been implemented for this condition on the inner blade edgeform associated with this assembly. The rework plan requires all fabricated edgeforms to be reworked in order to eliminate the protrusion at the tip radius, which is the cause of the problem. The returned assemblies were fabricated prior to the corrective action, which is currently in place. No further investigation is warranted at this time. (B)(4).